Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced a hypoglycemia and had carb intake ,emergency room visited, hospitalized for treatment. Customer blood glucose level was around 44 mg/dl. It was unknown about used insulin pump system within 48 hours of reported event. Troubleshooting was performed and it was unknown about used the minimed 670g/770g/780g system with the auto mode/smartguard feature actively at time of low blood glucose event. Customer was also advised the insulin, reservoir, and infusion set will be replaced. Pump was expected to be return for analysis.

Event description:
Customer was reported via phone call they were visit to emergency medical service and hospitalized due to low blood glucose value on (B)(6) 2022. The blood glucose value was 44 mg/dl. Another blood glucose value was 260 mg/dl. It was unknown if auto mode feature was active or not at the time of event. The device was returned for analysis.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section b5 with this report. S/w 4.11e. Retainer ring = black. Case type = ngp. On (B)(6) 2022, the customer alleged was hospitalized for low bg. On (B)(6) 2022, (B)(4) , the customer alleged "calibration not accepted" alert. On (B)(6) 2022, (B)(4), customer alleged for battery cap damage. On (B)(6) 2022, (B)(4) , customer alleged for unable to basal automode and loss of communication between pump and transmitter. On (B)(6) 2022, (B)(4) , the customer alleged getting too much insulin from the pump and hospitalized for high and low bg, setting of the pump is inaccurate and no basal is program to the pump. On (B)(6) 2022, (B)(4) , the customer alleged for low bg. On (B)(6) 2021, (B)(4) , the customer alleged was hospitalized for low bg. On (B)(6) 2021, (B)(4) , the customer alleged for automode is off. On (B)(6) 2021, (B)(4), the customer alleged for high bg. On (B)(6) 2021, (B)(4) , the customer alleged for high bg. On (B)(6) 2021, (B)(4), the customer alleged for getting bolus not delivered. On (B)(6) 2021, (B)(4), the customer alleged for pump under delivery and high bg. On (B)(6) 2021, (B)(4) , the customer alleged for high bg. On (B)(6) 2022, (B)(4) , pump under delivery and high bg. On (B)(6) 2022, (B)(4) , customer alleged for low bg. Pump received with broken battery cap heat stake post. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with missing display window cover, pillowing keypad overlay, cracked battery tube threads and cracked case near the corner of belt clip rails during the visual inspection. Thus and carelink software was utilized and downloaded trace/history files properly. In further full review of the pump history on the event date of 19-dec-2022, found multiple bolus deliveries that the customer manually programmed and the daily total of bolus insulin delivered are 49.8 u. Unable to verify pump under delivery on the event date of 14-aug-2021 due to the pump history starts from 10/02/2022 until 12/20/2022. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08720 inches. The test guardian link with the watertight tester communicated properly with the pump noted. The automode with basal rate program of 2.0u functioning properly during monitoring for several days. No "calibration not accepted" alert during testing. Pump programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history noted. Pump programmed with a basal rate of 2.0u/hr and monitored. All basal rates registered properly in the pump history summary noted. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within spec range during testing (23.7 mv). In summary, pump passed all required testing. Unable to verify customer alleged for high and low bg. The force sensor is within specification. Customer alleged for "calibration not accepted" alert, unable to basal automode, loss of communication between pump and transmitter, pump is inaccurate, no basal is program to the pump, getting bolus not delivered and pump under or over delivery was not confirmed. Broken battery cap confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. This report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information provided with the initial report in section b5 was incorrect. However, we have received new information which has been updated on this report to reflect the correct information.